Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons and alarmed for a button error due to corroded keypad traces. No moisture damage was found on the electronic or motor assembly. The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump was exposed to moisture and alarmed button error. The blood glucose reading was 95 mg/dl. The customer's mother stated that the customer had had a boat accident in the river and that the insulin pump had gotten wet from the river water. She observed fluid under the display. Advised replacement of the insulin pump. Nothing further reported.